Manufacturer narrative:
Contacted the customer with no response. Product was not returned.

Event description:
Circumcision was preformed in the usual sterile fashion using a gomco 1-3 clamp. The foreskin was excised. In the process of removing the foreskin. The penis slipped out of the gomco despite it being completely tightened. The majority of the foreskin was removed. However there was an area of the inner foreskin that remained